Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas 6000 e 601 module. The initial result was 0.020 ug/l with no data flag. This result was reported outside of the laboratory. The sample was repeated using a 1:10 dilution and the result was 1.36 ug/l. On (B)(6) 2019 laboratory staff noticed that the serum indices were all zero. The sample was checked visually and small debris was noted. On (B)(6) 2019 the sample was repeated again and the result was 1.07 ug/l. There was no allegation that an adverse event occurred. The troponin t hs reagent lot number and expiration date were not provided.

Manufacturer narrative:
The alarm trace did not indicate an issue. The investigation did not identify a product problem. The cause of the event could not be determined.